Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous left internal carotid artery. During pre-dilation, an 8f optimo guide catheter was used together with a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon did not inflate, and balloon rupture was noted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.